Event description:
(B)(4).

Manufacturer narrative:
The tech tested the bed exit alarm and the nurse call and all functions work as designed, user error. The tech gave the account a quick reference guide for the bed to resolve the issue.